Manufacturer narrative:
Related reports: 9610612-2018-00520, 9610612-2018-00524, 9610612-2018-00525, 9610612-2018-00526. Investigation: no product at hand. Therefore an investigation is not possible. Provided pictures show bone cement residues on the surface of both implant components. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to specification, valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: it is not possible to determine a conclusion and root cause of the failure. Rationale: due to the circumstances that we did not receive any devices for investigation, it is not possible to determine a conclusion or root cause. There are no indications of a material problem. According to the quality standard and DHR files, a material defect and production error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Associated medwatches: 9610612-2018-00536; 9610612-2018-00560; 9610612-2018-00561; 9610612-2018-00562.

Event description:
It was reported that the patient underwent a revision due to aseptic loosening on the tibia and femur components. The initial total knee arthroplasty was performed on (B)(6) 2015. Multiple aesculap products were implanted. An unknown amount of time later, the patient complained of a rigid knee. A scintigraphic exam on (B)(6) 2018 showed aseptic loosening of the tibial and femoral components. A revision occurred on (B)(6) 2017. The original implants were removed except for the patellar component. New aesculap products were implanted including nr004k, batch 52175935; nr077k, batch 52182097; nr196k, batch 52217501; and nr640m, batch 52088039. Operative reports, x-rays, and laboratory results have been requested. All medwatch submissions related to this report: 9610612-2018-00520 ; 9610612-2018-00524 ; 9610612-2018-00525 ; 9610612-2018-00526.